Manufacturer narrative:
The complaint kit and smart card was returned for evaluation. A review of the data on the smart card verified the treatment was successfully completed and blood was returned to the patient. Evaluation of the returned kit found a tear on the edge of the return pressure dome membrane. A material trace of the pressure dome used to build lot h220 did not find any non-conformances. A device history record review of kit lot h220 did not identify any related non-conformances, and this kit lot had passed all lot release testing. Cellex kits are 100% leak tested prior to packaging. A leak of this nature would have been detected during inprocess testing; therefore, it is unlikely the pressure dome membrane damage was present at the time of manufacture. The root cause of the pressure dome membrane leak is due to the tear in the return pressure dome membrane. The cause of the tear to the membrane could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). (B)(6) 2019.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h220 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot#: h220 shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. Mc: (B)(4); p.t.: (B)(6) 2019.

Event description:
The customer called to report a pressure dome membrane leak after the treatment was completed. The customer stated the treatment was successfully completed and blood was returned to the patient. The customer reported while unloading the kit a leak was seen from the pressure dome membrane. The customer reported the patient was in good condition. The customer has returned the kit and smart card for investigation.